Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist confirmed that the issue was resolved by the field service engineer and no information about the steps taken to resolve the issue. The system functioned as intended after the field service engineer resolved the issue. In the event additional information is received a supplemental report will be filed.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es drawer was failed and displayed "read, write, invalid" error message. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.